Event description:
Patient called alleging that they obtained an error1 message on the lfs meter. Patient claims they have been getting an error1 message due to the pink area of the test strip being as big as the size of the confirmation dot. Patient compared the test strip to the color chart and obtained a 350mg/dl. Test strip was firmly and completely inserted into the meter. Patient did not seek medical attention or call md. While troubleshooting with customer service, they found out patient was inserting the strip two minutes after blood was applied on the test strip. Customer service had patient retest and they obtained another error1, error5 and an error6 message. Customer service was unable to resolve the issue and sent patient a new meter with supplies.